Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nissen fundoplication. The needle disengaged from the device. Another needle was opened but the same issue occurred. To complete the procedure, a third loading unit was used. No harm to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nissenfundoplication. The needle disengaged from the device into the patient cavity. The needle was retrieved using graspers. Another needle was opened but the same issue occurred. To complete the procedure, a third loading unit was used. No harm to patient.